Event description:
It was reported that the user experienced a false occlusion alarm on a flogard infusion pump. This alarm was noted to have occurred when there was no tubing loaded into the pump. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not received; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.